Event description:
It was reported that a device was used during a laparoscopic gastric bypass. The device's outer gasket of trocar housing ripped and leaked. Another device was used to complete the case. There was no further consequence to the pt.